Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that the device was depleted and the doctor determined it was depleted ¿last week.¿ the patient started having nausea and was sick. The reporter stated that the patient had been ¿really nauseated¿ since (B)(6) 2013. It was later reported the patient¿s device controlled their nausea, but when the battery died their symptoms returned. It was stated there were no abnormal impedance measurements. The patient¿s old device was explanted on (B)(6) 2014 and a new device was implanted and programmed. It was noted the patient¿s symptoms improved and they did require hospitalization but their outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).